Event description:
Per the CT abdomen and pelvis without contrast dated (B)(6) 2019: "an [inferior vena cava] ivc filter is in the infrarenal inferior vena cava. There is no evidence of fracture or tilting. There is inferior vena cava wall embedment by the left and posterior ivc filters struts. The right and anterior ivc filter struts appear to penetrate the inferior vena cava walls and extend to the adjacent third portion of the duodenum. No inferior vena cava thrombus is visualized, however evaluation for ivc thrombus is limited the absence of intravenous contrast". "Ivc filter embedded and penetrating walls of the inferior vena cava".

Manufacturer narrative:
Investigation: the reported allegations have been further investigated based on the information provided to date. The following allegations have been investigated: embedded a filter that is embedded in the wall of the ivc may be difficult to retrieve. For all retrievable ivc filters, retrieval becomes more challenging with time, and this is commonly due to encapsulation of the filter legs or hook (in a tilted filter) by tissue ingrowth. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown or unavailable. Device codes: appropriate term/code not available (3191): perforation. Investigation: the following allegations have been investigated: tilt, vc/organ perforation, chest pain, and back pain. The reported allegations have been further investigated based on the information provided to date. Vena cava wall penetration/perforation has been reported and may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. Unknown if the reported pain is directly related to the filter and unable to identify a corresponding failure mode at this point in time. No other complaints on lot. Product is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information received identified the patient allegedly received a gunther tulip femoral vena cava filter implant on (B)(6) 2008 via the right femoral vein due to being high risk for deep vein thrombosis. The patient is alleging tilt, vena cava perforation, and organ perforation (attributed to device using imaging studies). The patient further alleges, " continuous pain in chest and back".

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Investigation: the following allegations have been investigated: complicated removal. Investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. Physician practice guidelines and published guidance from regulatory agencies recommend that patients with indwelling filters undergo routine follow-up. The risks/benefits of filter retrieval should be considered for each patient during follow-up. Once protection from pe is no longer necessary, filter retrieval should be considered. Filter retrieval should be attempted when feasible and clinically indicated. Filter retrieval is a patient-specific, clinically complex decision; the decision to remove a filter should be based on each patient¿s individual risk/benefit profile (e.g., a patient¿s continued need for protection from pe compared to their experience with and (or) ongoing risk of experiencing filter-related complications). For all retrievable ivc filters, retrieval becomes more challenging with time, and this is commonly due to encapsulation of the filter legs or hook (in a tilted filter) by tissue ingrowth. The filter is designed to be retrieved with the günther tulip vena cava filter retrieval set. It may also be retrieved with the cloversnare® vascular retriever. Cook has not performed testing to evaluate the safety or effectiveness of filter retrieval using other retrieval systems or techniques. The published clinical literature includes descriptions of alternative techniques for filter retrieval; use of these techniques varies according to physician experience, patient anatomy, and filter position. The safety or effectiveness of these alternative retrieval techniques has not been established. Specific for ¿embedded¿ a filter that is embedded in the wall of the ivc may be difficult to retrieve. For all retrievable ivc filters, retrieval becomes more challenging with time, and this is commonly due to encapsulation of the filter legs or hook (in a tilted filter) by tissue ingrowth. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Patient additionally alleges embedment and complicated percutaneous removal. Per the 24jul2019 successful percutaneous filter retrieval report: "ivc patency: patent. Indwelling filter: option elite. Filter position: infrarenal ivc. Filter integrity: intact. Intra-filter thrombus: not present. Leg penetration: not present. Hook position: embedded in the wall". "Filter capture technique: forceps technique, to dissect and grasp the filter hook". "Impression: technically successful inferior vena cava filter retrieval".

Manufacturer narrative:
H6 conclusion code(s): appropriate term/code not available (4316) was selected because the previous investigation remains unchanged by the additional information. Investigation: investigation is reopened due to additional information provided. Per quality engineering review, the additional information provided for this complaint does not change the previous investigation conclusion. Therefore, no new investigation activities will be conducted at this time. Cook will reopen the investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Per a (B)(6) 2019 independent review of a computed tomography performed (B)(6) 2019: "positive for caval perforation. Superior extent of ivc filter inferior l1 vertebral body. Inferior extent l2-l3 disc. A total of 4 prongs have perforated ivc series 2 image 85. Maximum distance prongs perforated 4.02 mm series 2 image 85. Coronal images 3.93 degree tilt right to left series 601 image 50. Sagittal images 0.21 degree tilt anterior posterior series 602 image 71. Diameter of ivc directly above filter 18.90 mm x 4.14 mm series 2 image 64. Attention: a prong has perforated the duodenum".

Manufacturer narrative:
Occupation: non-healthcare professional. The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
It is alleged that the patient received a gunther tulip inferior vena cava (ivc) filter device on (B)(6) 2008. It is alleged that the patient was injured without further explanation. Hospital and medical records have been requested but not yet provided.